Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees0499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a hole was found in the catheter on the (B)(6) 2021. No other information was provided.